Event description:
The customer reported the v60 stand has a broken top platform due to physical damage. Patient/user involvement is unknown. The customer requested the part number for the replacement top cover from the remote service engineer (rse) and will replace the part. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.